Manufacturer narrative:
A depuy (B)(4) supplier examined the returned cup and confirmed the complaint. The cup was damaged during use; visual analysis shows deteriorations, attempts of impaction. A depuy france supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. A search of the complaint database found no additional reports for this part and lot number combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix c. Territory office communicated no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During a reverse tsa procedure, upon inserting the cup into the humeral pressfit stem, it would not seat properly. Surgeon removed the cup to check for obstruction and found none. A second attempt failed to seat the cup. While using an impactor several times to seat the cup, it is believed the surgeon cracked the humerus, which had to be cabled after removal of the stem. The same stem was reimplanted and another cup was tried. This time, it seated properly.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.